Event description:
Dr attempting to do a spinal on a pt. He was unable to locate a spinal space and removed the needle. Part of the needle broke and approx 1" of the needle remained in the pt. Another surgeon was called and pt moved to another or where the needle was surgically removed.